Event description:
This device was implanted on (B)(6) 2014, and was explanted on (B)(6) 2017, due to an unknown product performance issue. The physician was dr. (B)(6) at (B)(6) medical center. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).